Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use."

Event description:
It was reported that during insertion of the catheter, the nurses could not inflate the balloon of the catheter. It was later reported via email on 27 december 2018 from duncan cottrell-young (ibc representative), the reported event occurred during insertion of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during insertion of the catheter, the nurses could not inflate the balloon of the catheter.